Manufacturer narrative:
Preliminary investigation indicates the MRI magnet was producing an error message for gradient temperature too high in conjunction with the shutdown of the scanning sequences. Imris is following up with manufacturer to confirm cause. Two boards and a fiber optic cable running between the boards were replaced and restored MRI functionality. No imris components are believed to have contributed to the malfunction based on on-site assessment. Detailed information was collected from the customer on 2024-08-23 after multiple attempts to gather patient and procedure information; no patient demographic information was provided.

Event description:
The customer reported that during an mr-guided ablation treatment for temporal lobe tumor, the MRI scanner would not function. The customer reported the target was established, laser probe inserted in the cranial bolt fixation ready for thermo-therapy when scans kept aborting. The scanner would run 40 secs then abort. All attempts were exhausted by the neurosurgeon who after four hours decided to reschedule the treatment for the following week. Intra-op and post-op scans were inclusive regarding therapy to targeted area. The cusotmer reported there was no adverse outcome to the patient who was discharged the following day with an appointment to return the next week for additional treatment.

Manufacturer narrative:
The cause was traced to two I/o boards, which were replaced by third-party MRI manufacturer and restored MRI functionality. Imris made multiple attempts over phone and email to gather patient demographic information, while demographic information was not provided it was reported there was no adverse outcome to the patient. This report encompasses UDI related data quality updates to match brand name and UDI with gudid data.